Event description:
The customer reported via phone call that their insulin pump was dropped to the floor. The customer reported the insulin pump was broken and became detached. The customer's blood glucose was 191 mg/dl. The customer's insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with detached end cap. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing back address label. The end cap sticker still attached on the end cap noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.